Manufacturer narrative:
The device was received, and an evaluation is complete. The device received a device evaluation assessment. This evaluation included a visual assessment as well as functional testing. The device failed testing due to a delayed keypad response. Service evaluation verified the delayed keypad response. The processor printed circuit board was found to be the cause off the delayed keypad response and was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump device it experienced a delayed keypad response. No additional information is available.